Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos), resulting in inappropriate therapy delivery. Detections and sensitivity were adjusted and the lead remains in use. The patient was a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4076 implantable pacing lead 2009-(B)(6); 4194 implantable pacing lead 2009-(B)(6).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.